Manufacturer narrative:
Initial reporter first name - (B)(6). Device evaluated by MFR.: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 57cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03feb2021. It was reported that crossing difficulties were encountered. The non-totally occluded 80% stenosed, 3.0mm x 38mm, concentric, de novo target lesion containing a <=45 degrees bend was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.00 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a hypotube separation.